Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a right inguinal hernia repair due to genuine stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2010 the patient underwent mesh revision due to dyspareunia and possible mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with right inguinal hernia repair with bard plug product. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent lysis of adhesions on (B)(6) 2010.

Event description:
It was reported that the patient underwent lysis of adhesions on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2015.